Manufacturer narrative:
(B)(4). The device is not intended for sale in the us. A similar product is sold in the us.

Event description:
The customer alleges that during a puncture it was noted that the cannula leaked/air entered. A new cannula was used successfully.

Manufacturer narrative:
(B)(4). The customer returned a single introducer needle for evaluation. Visual examination of the needle revealed one large crack along the body and tapered section of the luer hub. No damage was observed on the needle cannula. Microscopic examination confirmed the crack in the needle hub. The needle hub was tested for leaks by attaching a lab syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record (DHR) review was performed on the introducer needle and no relevant manufacturing issues were identified. The customer report of a crack in the needle hub was confirmed by visual examination of the returned needle a single large crack was observed on the needle hub body. A DHR review was performed and did not reveal any manufacturing related issues. A CAPA was opened to further investigate this issue. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that during a puncture it was noted that the cannula leaked/air entered. A new cannula was used successfully.